Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds, high out of range impedance, loss of capture and undersensing suspected to be caused by a lead fracture. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.